Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not received for evaluation. The event has been reported by the customer as misuse. Consequently, the incident is not related to the performance of the thoracentesis/paracentesis tray or any of its manufacturing processes. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported event. A review of the manufacturing device history record (DHR) could not be completed without a lot number being provided. Based on the investigation results, the root cause was identified as customer misuse. It is the recommendation of this investigation for this product's user to review labeled instructions and drainage system assembly options when using this device. It is also recommended for the user to follow warnings indicated in the product directions for use as to appropriate use and techniques to verify correct needle placement, absence of damage to surrounding structures, and correct insertion technique.

Event description:
Therapeutic  thoracentesis being performed on patient on (B)(6) 2011 with likely malignant pleural effusion.  Syringe pump uses a one way valve to aspirate fluid from the thoracic cavity and pump into drainage bag.  However, the ports of the tubing are identical so aspiration end was mistakenly attached to drainage bag and outport was attached to catheter.  Result: instead of fluid being aspirated from the cavity, air was introduced into the thoracic cavity. On (B)(6) 2012, customer (B)(6) provided the following information: the tray involved is not available for evaluation and the lot number is unknown. The customer indicated the patient did develop a small pneumothorax but was just put on supplemental oxygen but nothing else happened. The patient did recover from the event. No further information is available.